Manufacturer narrative:
(B)(4).

Event description:
New information notes that t-wave oversensing was also observed prior to the explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced when repositioning was unsuccessful due to dislodgement. The patient tolerated the procedure with no complications.